Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range on multiple samples form the same patient generated by the access 2 immunoassay system. Upon repeat, results were within normal range. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in plasma separator tubes (pst). The customer reports no issues with qc or system check. The patient's sample was shipped to customer product line support (cpls) for interference testing. The root cause for this event is pending testing results. The field service engineer (fse) was not dispatched for this event as this is the only assay and result in question at this time.